Event description:
Mr. (B)(6) called to advise that the needles are bending. He says the bend is where the needle meets the plastic at the top of the pen needle. Also, he hears a popping when they pierce the skin. They aren't painful, but do make noise. He is concerned that with the bend in the needle he isn't getting his full dose of insulin. He doses 4x's a day and uses novolog and lantus. He has noticed that the needle bends with both of this pens. He will retain any that bend moving forward until his replacement product arrives. However, he has disposed of the needles already that had previously bent.